Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model pcb00v lens was observed crack after implantation in patient's eye. The lens was removed and the procedure was completed successfully with the back-up lens. It was also noted that there was no patient injury. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned for investigation. However, a video of the surgery provided by the customer was evaluated. The movie does not show how the pcb00v device was prepared with ¿healon viscoelastics¿ for surgery. It was observed that iol was delivered from the itec preloaded system. Then iol was implanted and unfolded in a consistent manner. During the positioning of the lens with surgical tool inside the patient's eye, a small mark at the lens edge was observed. Based on the evidence observed, the unit was used in surgery. The movie does not show how the unit was prepared. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. No product deficiency was identified. Manufacturing record review: a review of the manufacturing records was performed. The devices were manufactured within specifications. A search of complaints revealed that no other complaint has been received for this production order number. Labeling review: the dfu (directions for use) states that the use of viscoelastics is required when using the tecnis itec preloaded delivery system and for optimal performance. The dfu was reviewed and provides adequate instructions, precautions, along with warnings for the proper use and handling of the product. Based on the results of the investigation, the customer's reported event could not be confirmed and a product deficiency was not identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.